Event description:
This patient was undergoing an open chest procedure for endocarditis in the or. The cvs cut and removed a total of 3 leads, leaving the proximal portion of the leads attached to the biv device. The cvs then called for an ep to remove the remaining proximal portions of the leads via laser extraction. The md opened the pocket, prepped the rv ICD dual coil with a lld-ez and a cook bulldog. Lasing began with a 14f gl and a visisheath-m 33cm progressing down to and over the proximal coil. When counter traction was applied, the inside of the lead pulled out with the lld. At 1336 - the md pulled the visisheath back and the patient's abp dropped. At 1340 - manual heart compressions were started and the cvs returned to the room. At 1347 - 3 units of blood given. At 1350 - patient placed on bypass and abp increased. At 1401 - surgical repair of a ~1cm innominate tear began. At 1418 - leads had to be surgically extracted due to significant adhesions. At 1424 - repair complete and chest was closed. At 1433 - patient stabilized and spnc rep left the room. Patient's ef decreased from 30 to 20% and was placed on a balloon pump. The day following the procedure the patient was reported as being neurologically intact.

Manufacturer narrative:
Additional information: the death of the patient was reported on (B)(6) 2013 due to sepsis. The condition was unrelated to the extraction. Corrected from the 14f gl reached the proximal coil to "lasing began with a 14f gl and a visisheath-m 33cm progressing towards the proximal coil. The 14f gl would not progress, so it was pulled back and progression was made with only the visisheath. When counter traction was applied, the inside of the lead pulled out with the lld." Corrected from the reported "1cm tear", to "approximate 1/2 cm innominate tear"